Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The implant was returned attached to the pusher, along with the introducer. There was no damage or kinks noted on the pusher, except for the broken pet transition connection between the body coils and the proximal hypotube section. The pet transition was noted to be broken, and the lead wires were entangled. The implant was attached to the pusher with sufficient tension, and had retained its secondary shape. The pusher was unable to be advanced inside the returned introducer, due to the broken pet transition section. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Event description:
It was reported that during advancement of the coil in the microcatheter, the distal portion of the pusher broke. The pusher was removed in its entirety from the patient. There was no reported intervention or patient injury. The patient was reported to be fine.